Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on (B)(6) 2014, the patient is believed to have had a stroke. The patient experienced left sided weakness, took a week and a half to extubate (believed to be neurogenic), always followed commands, and is now doing well. The hospital staff was unable to confirm at the time by the head CT since the patient was too unstable. It was reported that later on they were able to confirm with the head CT that the patient had experienced a stroke. The hospital staff is monitoring the patient's inr. The patient is currently doing well with still some left sided weakness.